Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. At 10 lpm, the certifier reads 12.5 and at 120, the certifier reads 145. The fse recommended that the customer replace flow sensor assembly. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement.